Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 410 mg/dl to 373 mg/dl at the time of call. Customer states insulin pump screen was blank. Customer states the display was not blank less than 30 seconds and did not return. Customer states after troubleshooting display returned after insulin pump restart. The insulin pump will not be returned for analysis.